Manufacturer narrative:
Concomitant products: product ID: 4194-88, lead, implanted: (B)(6) 2014. Product ID: 6947m62, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the electrogram showed noise and electromagnetic interference (emi) which lead to inhibition of pacing for almost five seconds. The clinic will continue to monitor the issue. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.